Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited oversensing artifact. It was further reported that not all patient activated episodes were viewable on the report. The device remains in use. No patient complications have been reported as a result of this event.